Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain and discomfort at the ins site. Patient complaining at burning sensation at ins site. It does not fluctuate with device being turned on or off. Patient was evaluated by a hcp who thinks it is just superficial skin sensitivity. She suggested he try otc  gel on site and she also ordered topical patches. Device was interrogated which revealed impedance of 34340 on contact 11. None of the patient¿s programs were using this contact. Hcp advised that if issue continues patient can have device explanted. She states that doctor has already revised battery pocket once and would not want to do it again. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.